Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device safety switch was sticking, creating the potential for unintended activation if the device is stuck in a position other than "safe."

Manufacturer narrative:
The reported event of a sticky safety switch was confirmed. The safety bar was difficult to move due to excessive corrosion on the safety bar assembly. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch was sticking, creating the potential for unintended activation if the device is stuck in a position other than "safe."